Event description:
Reporter indicated that patient has experienced ongoing infections at the implant site since implant surgery. The patient developed redness around the lead incision area shortly after implant surgery. It was reported that the patient was recently hospitalized due to mrsa infection and extrusion of the lead wires. Revision surgery was performed, at which time the surgeon indicated that there were no signs of infection. The protruding leade wire was moved deeper into the pocket and subsequent device diagnostic testing was within normal limits, indicating proper device function. The patient is reportedly doing well following the revision surgery. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.

Event description:
Reimplant of vns is not being pursued.

Event description:
Further follow-up revealed that the infection has resolved and the patient is doing well. The most likely cause of the reported infection is the inplant precedurs.

Event description:
Further follow-up revealed that the pt underwent vns therapy system explant. Both the pulse generator and bipolar lead (including electrodes) were explanted. It was reported that drains were placed during the explant procedure and that the infection was treated with antibiotics and I&d.